Manufacturer narrative:
As of this filing, the complaint device has not yet been returned from the user facility for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The user facility reported that during use of the esophageal balloon dilator 15mm x 8cm in an esophageal balloon dilation procedure, the balloon burst, when changing from stage 2 at 45 psi to stage 3 at 60psi. The balloon was cut and temporarily left in the patient because the balloon would not come back through the scope. A second scope was placed and the balloon was retrieved with the forceps. As reported, once the device was removed, no additional balloon dilator was used to stretch the esophagus. The doctor then proceeded with the colonoscopy that was already scheduled to be completed. No injury to the patient was reported and the surgery was completed without incident. Additional information received from the user facility indicated that the patient responded well to post-op activity and diet and that he had no adverse effects from the procedure with no complaints voiced. To date there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
One used and one unopened lot sample of the 15mm pet balloon dilator were returned for evaluation. The opened used device was examined in the laboratory: visual inspection noted the dilator has failed at the proximal end. The balloon has been found to be mounted in the correct orientation. No holes or tears were observed in the balloon. A functional test was performed on the unused dilator. No manufacturing defects have been identified in either device returned. This failure mode is addressed in the risk document and the risk analysis shows an acceptable risk level. The device was manufactured 04-jun-2015. A review of the device history record has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. Of the lot containing (B)(4) units, there was no other similar complaint received for this item and lot number combination. In the past 2 years there were (B)(4) complaints for burst devices while production reached (B)(4) pieces - leading to an occurrence rate of (B)(4)%. As a result we will continue to monitor the device but no further action is currently contemplated. There have been no adverse events related to this product for any failure mode. The surgery, although delayed was performed with a device from a different lot and the procedure was uneventful and the patient sustained no injury. To reduce the risk of balloon burst and injury to the patient, the instructions for use (IFU) provides the following precautions and warnings: indications for use: "to dilate structures of the gi tract including the colon, pylorus, and esophagus." Warnings include not to reuse the device as this may reduce performance and/or safety and "do not pre-inflate the balloon prior to inserting the balloon into the working channel." "Do not use air or any gaseous substance as balloon inflation medium as this may cause the balloon to burst." Failure to follow the balloon withdrawal procedures may result in increased difficulty during withdrawal of the dilator. The conmed eliminator pet balloon is designed for endoscopes with a minimum of 2.8 mm working channel.